Event description:
It was reported that the 9600 system had an error message and was hard to steer. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The steering handle was aligned during the service call. The system was tested, and found to be working as intended, and put back into service. ,